Manufacturer narrative:
The reported event of could not tighten the setscrew to hold the lead in pacemaker was not confirmed. Analysis revealed the setscrew was normal and seated in the connector block socket. The shape of the setscrew inset has a normal and unused appearance. The setscrew had no signs of damage or stripping. Lab testing confirmed the setscrew could be tightened on is-1 leads and hold them firmly in the connector with correct wrench insertions and the wrench clicking indicating the setscrew was fully tightened. The device was normal. No anomalies were found.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the pacemaker¿s set screw could not be tightened and the lead could not be connected. The pacemaker was not used and replaced during the procedure. The patient was in stable condition.